Event description:
It was reported to philips that the flexvision pc was not starting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the flexvision pc was not starting up. The rse reviewed logfiles and confirmed the reported malfunction. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the flexvision pc was not starting due internal power supply was not working. To resolve the issue, the fse replaced the flexvision pc and re-installed the software. After replacement of flexvision pc and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.